Event description:
Reporter indicated a vns patient feels like the generator is "flipping" or "turning". The patient underwent generator replacement surgery due to reported end of service. Good faith attempts to obtain additional information have been unsuccessful to date.